Manufacturer narrative:
The complaint was confirmed for potential device withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been suture lock up or mechanical damage resulting in inability to withdraw the device properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical received an FDA medwatch report number mw5148601. The event description states that the angio-seal was inserted after sheath removal over wire. Angio-seal had blood return, pushed device back in until no blood, so pulled back again to get blood flow to make sure inside artery. When deployed the footplate/anchor stayed in the body and the angio-seal sheath would not come out. At this point a surgeon was called in to remove device surgically. Additional information was received on 09jan2024: the procedure performed was a cardiac catheterization and percutaneous intervention. The angio-seal was inserted after sheath removal over the wire. Removal of device from right femoral artery and right femoral artery repair was completed. The patient returned on (B)(6) 2023 for a right groin hematoma status post right femoral artery repair and was discharged on (B)(6) 2023. The patient continued with outpatient treatment. It was unknown if a pre-deployment angiogram was performed.

Manufacturer narrative:
A4: weight: 91.25 kgs. E3: occupation: risk manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.